Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the circumflex artery was predilated with a 2.5x9mm maverick balloon. The physician was unable to cross the lesion. The stent was found to be flared at the proximal edge. The procedure was completed with an unk stent. No pt complications were reported. Pt status is satisfactory.